Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer uses admelog insulin within the pump supplies. A supply change was performed resolving the occlusion. Customer's blood glucose level was 376 mg/dl.